Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 result of investigation: the exact issue was unclear and customer did not provide any further details. Case has been closed after three attempts without any reply from the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). The log file shows that the device touch screen does not work. Once the evaluation is completed, a follow-up medwatch report will be submitted with the result along with any additional information received from the customer.

Event description:
The customer reported that the bellavista 1000 touch screen does not work. Patient involvement is still unknown.